Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Capsular contracture: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Device has been explanted and replaced with a non allergan device.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe. As per the investigation procedure, creases and observed an opening assessed as surgical damage. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Device has been explanted and replaced with a non allergan device.